Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter displayed a battery indicator symbol when the meter powered on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed the battery indicator symbol at 9:30am on (B)(6) 2017. The patient manages his diabetes with insulin which he self-adjusts. He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that 3 days later, on (B)(6) 2017, he developed symptoms of ¿[blood sugar] too low and shakiness.¿ he indicated that he self-treated his symptoms by consuming food and drink at 4pm on (B)(6) 2017. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided, there had been no misuse of the meter. Also, based on the information provided, the meter¿s battery did not need to be replaced. The cca educated the patient that the battery indicator will show when pressing the power button and further education was provided on the battery indicator's meanings and specifications. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.